Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the x-port isp with groshong catheter - japan only products that are cleared in the us. The 510 k number and pro code for the x-port isp with groshong catheter - japan only products are identified in d2 and g5. H10: the lot number for the reported malfunction was not provided and the lot history review will not be performed. The device was returned for evaluation. Based on the evaluation, the investigation is identified for catheter break; however photo is still pending for review. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implantable port allegedly experienced fracture and obstruction of flow. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the u.s. But, it is similar to the x-port isp with groshong catheter - japan only products that are cleared in the us. The 510 k number and pro code for the x-port isp with groshong catheter - japan only products are identified in d2 and g5. H10: the lot number for the reported device was not provided and a lot history review was not performed. The device was returned for evaluation and photo was provided for review. The investigation is confirmed for break, material separation and dent in material; however, the investigation is inconclusive for obstruction of flow. A definitive root cause could not be determined. The device is labeled for single use. H10: g4, h6 (device: 2526). H11: h6 (results and conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implantable port allegedly experienced fracture and obstruction of flow. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
The catalog number identified has not been cleared in the u.s. But, it is similar to the x-port isp with groshong catheter - (B)(6) only products that are cleared in the us. The 510 k number and pro code for the x-port isp with groshong catheter - (B)(6) only products are identified. For the reported event, lot number was not provided. The devices were returned to bd and evaluated. The photo review is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implantable port allegedly experienced fracture and obstruction of flow. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.